Event description:
It was reported that the patient received an inappropriate shock for sinus tachycardia due to oversensing myopotentials on the device. No further information could be obtained. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.